Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's generator was unable to be interrogated. The patient was recently implanted on (B)(6) 2016. No additional relevant information has been received to date.